Event description:
It was reported that the zimmer skin graft mesher was not working. Additional clinical follow up with the customer indicated that the initial harvested graft was usable and there was no additional donor harvest. There was no report of patient injury, increased surgical time, or medical intervention.

Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 09/14/1994 and was last repaired on 02/22/2011. Evaluation of the device observed that the ratchet gear was stuck on the roller of the mesher. It was also observed that the side plates, roller, comb, gear and ratchet gear were damaged. Prior to repair, the calibration and a test mesh could not be conducted due to the damage to the comb. The 1.5:1 ratio cutter that was returned with the device, produced an unacceptable test mesh and was determined to be non-repairable. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.